Event description:
Per the audiologist, the patient underwent a revision surgery in 2008, to reposition the stimulator/receiver. After the device was repositioned, intraoperative testing of the device was done and it was discovered there were two short-circuit electrodes in the electrode array. The original device was explanted and a new device was placed during the same surgery.

Manufacturer narrative:
This is a final report filed, september 17, 2008.